Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states potential device or procedure related adverse events section includes but is not limited to pseudoaneurysm, dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an infected thoracoabdominal aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system and a gore® excluder® aaa endoprostheses. The gore® tag® conformable thoracic stent graft with active control system was implanted a thoracic aorta and two aortic extender endoprostheses were implanted in the abdominal aorta. A pseudoaneurysm which was located above the celiac artery and had occurred before this procedure was not treated in this procedure and the physician decided to monitor it. A thoracic cavity drainage was performed and then the procedure was concluded. On an unknown date in (B)(6) 2023, a CT revealed that the pseudoaneurysm which was located above the celiac artery and not in the treatment are a of gore devices was enlarged and confirmed a dissection from the distal end of the gore® tag® conformable thoracic stent graft with active control system (dsine). On (B)(6) 2023, a reintervention was performed. The superior mesenteric artery ¿ the common iliac artery bypass was created. Two gore® tag® conformable thoracic stent grafts with active control system were implanted to extend the initial gore® tag® conformable thoracic stent graft with active control system distally and to cover the pseudoaneurysm. These additional gore® tag® conformable thoracic stent grafts with active control system were implanted to not overlapped with the aorta extender endoprosthesis which was implanted in the initial procedure. The left renal artery, the sma and the celiac artery were coil embolized as planned. A final angiography revealed a type ii endoleak from the superior mesenteric artery, but the physician considered that the sma would become thrombus because the coil embolization was already performed to the sma as planned. So, no additional treatment was performed. The procedure was concluded and the patient tolerated the procedure.